Manufacturer narrative:
Probe received in-house. Evaluation in progress.

Manufacturer narrative:
Device evaluation determined a vacuum sleeve failure was the cause of the shaft frosting seen during pretesting.

Event description:
During pre-testing, doctor noticed ice forming up the entire shaft of the probe. Another probe used.